Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify off no power alarm, missing segments, display anomaly and perform displacement, basic occlusion, occlusion, prime, no delivery test due to blank display. The insulin pump had scratched display window, cracked battery tube threads and stained address and serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was dropped. The customer reported that the insulin pump would turn off and rewind randomly. The customer reported that the insulin pump had heat like damage on the screen. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 221 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.